Event description:
Device memory data were not partially displayed on the programmer during a f/u.

Manufacturer narrative:
(B)(4). This event concerns a device that was mfg and used outside the u.s . In response to the warning letter that the u.s. FDA issued to ela medical (dated nov 6, 2009), sorin crm (formerly ela medical) is filing this MDR at this time.